Event description:
Event description boston scientific received information that this patient was admitted to the ER with syncope and previously had bypass surgery one month ago. Upon review of the surface electrogram, the rate appears at 48 bpm, but the caller was also told other strips showed a rate in the 30's. Threshold and impedance measurements were stable, and there was no noise on the lead, even under pocket manipulation. The r-wave morphology displayed 8.3mv, but was variable in the daily measurements, with a range of 3-4.8mv in both polarities. New information received four days later showed v-v intervals of 60bpm on the same strip and were consistent and the field suspected inaccuracy of the hospital monitor rather than oversensing. The only change was turning mv on to help increase hr during exercise, which is when she felt syncopal. ,